Event description:
It was reported that the pump's cassette recognition is not working properly. This high-priority error occurred in unknown patient use. However, if the issue reoccurs during infusion, it will interrupt therapy and potentially impact patient.

Manufacturer narrative:
B3 date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
A1: updated. D4: updated. G4: updated. H3 and h6 codes: updated. The suspect pump was returned for evaluation. Service history review shows the pump was last repaired on 24-jun-2025, when the same issue was addressed. Visual inspection revealed no anomalies. Functional testing identified a defective downstream occlusion (dso) sensor. The complainant¿s allegation was confirmed, and the cause of the reported issue was determined to be the defective dso sensor.